Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure using a lifestent device. It was reported that during advancement to the target lesion, resistance was encountered, and the stent was allegedly difficult to advance into position. The healthcare professional reported no issues during deployment; however, upon removal of the stent catheter, it was observed that the nose cone had fractured and remained within the patients popliteal artery. Attempts to retrieve the fragment were unsuccessful. The patient initially had a warm foot immediately following the procedure; however, the healthcare professional later reported that the patient¿s artery had reoccluded and that the patient either had a graft placed or will require graft placement in the future. The patients current condition is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable as death. Date of death for this patient was not provided, date of death updated as 01-jan-1900 for the MDR submission requirement. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. The lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the returned device was received in used condition with the deployment mechanism activated and without the stent, which was reportedly deployed in the patient. The inner catheter cardan tube was found broken at the distal end. The distal portion of the cardan tube, including the tip and both 1/4 rings, was missing, which is consistent with the reported information. The investigation lead to confirmed result of breakage and detachment of the inner catheter cardan tube in the patient. No indication of a manufacturing or material defect was identified during evaluation. In this case, the vessel was reported as severely calcified, which may increase frictional forces. However, the lesion was pre-dilated and lasered, and compatible accessories were used. The user reported smooth guidewire movement, normal advancement, no deployment difficulties, and no perception of increased resistance. No indication of a manufacturing or material defect was identified during evaluation. Based on the information available, the investigation confirmed breakage and detachment of the inner catheter cardan tube within the patient. No evidence of a manufacturing defect was identified. Based on the available information, a definitive root cause could not be determined. The relationship between the reported device issue and the patient death cannot be assessed due to lack of medical documentation. Labelling review: in reviewing the relevant labeling for this product the potential issue was found addressed the IFU states do not constrict the delivery system during stent deployment if excessive force is felt during stent deployment do not force the stent system remove the stent system and replace with a new unit regarding pre dilation the IFU states predilatation of the lesion with a balloon dilatation catheter is recommended the IFU further state gain ipsilateral or contralateral femoral access utilizing an appropriate introducer sheath 5f 167 mm or larger introducer sheath insert a guidewire of appropriate length and 0014 inch 036 mm 0035 inch 089 mm diameter regarding insertion and removal difficulty of the delivery system the IFU states if resistance is met during stent system introduction the stent system should be withdrawn and another stent system should be used and if resistance is met while retracting the delivery system over a guidewire remove the delivery system and guidewire together holding and handling of the system throughout deployment was found sufficiently described b1, b2, b5, g3, h6 (patient, device, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a 73-year-old male patient underwent a stent placement procedure using a lifestent device at left cfa site. During advancement to the target lesion, resistance was encountered, and the stent was reported to be difficult to advance into position. The healthcare professional reported no issues during deployment; however, upon removal of the stent catheter, the nose cone was observed to have fractured and remained within the patient¿s popliteal artery (pop). Attempts to retrieve the fragment were unsuccessful. The patient initially had a warm foot immediately following the procedure; however, the healthcare professional later reported that the artery had reoccluded. The patient either underwent graft placement or was expected to require graft placement. The patient was subsequently transferred to the hospital for a bypass procedure and later expired.